Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device, using a pre-close technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr. Reportedly, the first proglide device could not be backloaded over the 0.035 inch j-tip guide wire. Two additional proglide devices were attempted; however, a cuff miss occurred with both devices. Three proglide sutures were successfully placed in the right common femoral artery using the preclose technique. The sheath was upsized to 16fr and the tavr procedure was completed successfully. Hemostasis was achieved in the rcfa using the pre-placed sutures from the three proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device was discarded. The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however, the additional treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and although the initial analysis did not confirm the difficulty inserting the guidewire for this incident; additional evaluation discovered two hemostasis seals placed in the device which could have contributed to the reported difficulty inserting the guidewire. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events for this lot. Av determined that this is not a systemic issue and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.